Manufacturer narrative:
(B)(4). The complaint was reopened for supplier evaluation. No product was returned for review. Review of device history records found the device shop work order conformed to its specifications. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ceramax insert cracked during impaction. A second was opened and surgery was completed. Hospital is holding onto implant for their own reporting. On (B)(6) 2014 reopen complaint to send ceramtec questionnaire to ceramtec.